Manufacturer narrative:
Analysis of the returned driver confirmed a physical damage, the tip of the driver was not bent as was reported. However, the sleeve was damaged at the threads near the tip of the driver. As a result, the sleeve would not thread into the collar of a navigated screw.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the driver tip became bent. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.